Event description:
While inserting approximately the 18th coil into the aneurysm, resistance was felt when it was plus or minus 1cm into the aneurysm. With attempt to retrieve the coil, it stretched out. It was retrieved inside the microcatheter. There were no pt pt complications.